Event description:
Guardian shower chair ref mds89740rw lot e111088650 weight capacity 250 lbs. Collapsed under patient with weight of 316 lbs. No patient harm. This is a wider/taller shower chair than typical size, weight limit in small font on side of chair. Suggest to manufacturer larger font/another place on shower chair to indicate weight limit rather than current location.